Manufacturer narrative:
Batch review performed on 11 february 2025. Lot 187982: (B)(4) items manufactured and released on 26-dec-2019. Expiration date: (B)(6) 2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised batch review performed on 11 february 2025 on gmk-sphere 02.12.0022r femoral component sphere cemented size 2+ r (k140826) lot. 186152 lot 186152: (B)(4) items manufactured and released on 26-oct-2018. Expiration date: (B)(6) 2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision at about 5 years and 9 months post primary due to infection and the pathogen is unknown. The surgeon performed a washout and revised the femur and liner. The surgery was completed successfully.